Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a patient faced a bent cannula due to which he experienced high blood glucose level. Therefore, he tried to treat it with a bolus via the pump, but on (B)(6) 2022, the patient went to the emergency room and stayed there for one hour. Subsequently, he was admitted to the hospital due to high blood glucose level. Moreover, his highest blood glucose level was 678 mg/dl and the infusion set had been used for 24 hours. Further, the patient was transferred to the intensive care unit. During hospitalization, he received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment and it resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.